Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient lost stimulation due to high impedances on the lead. The patient underwent a revision procedure wherein the lead was repositioned to stimulate around the high impedances. At this time the patient has not regained coverage of the pain areas. No next course of action has been determined at this time.